Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient complained they are not experiencing any symptomatic improvement with their system and when increasing stimulation, it results in a discomfort feeling in her vaginal area. Also, it was mentioned that the patient can feel their lead in the center of their lower back. Patient was seen by a field representative on (B)(6) 2025 and system was reprogrammed resulting in improvement of stimulation sensation for the patient. It was also reported during the appointment by mr. (B)(6) that the patient's lower back and lead insertion site was examined and the lead appears to be sitting beneath the skin and was suggested that a lead revision be scheduled to re-position the lead. An impedance check was done, and results came out fine and no signs of infection or open wounds during the visit. Revision with local anesthesia scheduled for (B)(6) 2025.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Additional information - h6: device codes, h6: evaluation method codes, h6: evaluation conclusion code.

Event description:
It was reported that a patient complained they are not experiencing any symptomatic improvement with their system and when increasing stimulation, it results in a discomfort feeling in her vaginal area. Also, it was mentioned that the patient can feel their lead in the center of their lower back. Patient was seen by a field representative on (B)(6) 2025 and system was reprogrammed resulting in improvement of stimulation sensation for the patient. It was also reported during the appointment by mr. (B)(6) that the patient's lower back and lead insertion site was examined and the lead appears to be sitting beneath the skin and was suggested that a lead revision be scheduled to re-position the lead. An impedance check was done, and results came out fine and no signs of infection or open wounds during the visit. Revision with local anesthesia scheduled for (B)(6) 2025.

Event description:
It was reported that a patient complained they are not experiencing any symptomatic improvement with their system and when increasing stimulation, it results in a discomfort feeling in her vaginal area. Also, it was mentioned that the patient can feel their lead in the center of their lower back and the sensation of a lump near implant site. Patient was seen by a field representative on (B)(6) 2025 and system was reprogrammed resulting in improvement of stimulation sensation for the patient. It was also reported during the appointment by mr. (B)(6) that the patient's lower back and lead insertion site was examined and the lead appears to be sitting beneath the skin and was suggested that a lead revision be scheduled to re-position the lead. An impedance check was done, and results came out fine and no signs of infection or open wounds during the visit. Revision with local anesthesia scheduled for (B)(6) 2025. A rebury was performed on (B)(6) 2025, and the site deemed the event resolved.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Additional information - h6: device codes, h6: evaluation method codes, h6: evaluation conclusion code. Supplemental record being submitted to add to summary (b5).